Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; 10 devices had worn components, 13 devices had broken/damaged components, 5 devices had electrical shorts, and 2 devices had bent prongs. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 28 </noe> malfunction event(s), where it was reported the zoom disengaged during use. There was no patient involvement.